Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred while the device was outside clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system's suite pc data disk was malfunctioning. The fse replaced the data disk and connected the solid state disk (ssd) directly with a cable. After these repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion series equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave a remote alert indicating that image storage was not possible due to an image disk problem, which would affect imaging. There was no harm reported. Philips has started an investigation of this complaint.